Event description:
The procedure was coil embolisation of an unknown parent artery at the patient¿s internal iliac artery that was not calcified and not tortuous. Orbit galaxy 6 x 15 (640cf0615 / 16044834) was used for the above surgery. During the procedure, the physician experienced some toughness while advancing the introducer tube in an unspecified sniper 2 (type unknown). The tube was then stuck and the shaft/delivery tube was fractured/kinked inside the microcatheter. It is unknown if the tube was stuck in the microcatheter hub or body. It was replaced with an unspecified prowler select (type unknown), and the physician was then able to insert an orbit galaxy with different lot no. Without experiencing any friction. The procedure was successfully completed without any further issues, and there was no patient injury/complications reported. The physician believes that the coil does not fit well with sniper 2. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
Review of lot 16044834 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: sniper 2 (type unknown), prowler select (type unknown), new orbit galaxy (details unknown).

Manufacturer narrative:
The procedure was coil embolisation of an unknown parent artery at the patient¿s internal iliac artery that was not calcified and not tortuous. Orbit galaxy 6 x 15 (640cf0615 / 16044834) was used for the above surgery. During the procedure, the physician experienced some toughness while advancing the introducer tube in an unspecified sniper 2 (type unknown). The delivery tube was then stuck and the delivery tube was fractured/kinked inside the microcatheter. It is unknown if the tube was stuck in the microcatheter hub or body. It was replaced with an unspecified prowler select (type unknown), and the physician was then able to insert an orbit galaxy with different lot no. Without experiencing any friction. The procedure was successfully completed without any further issues, and there was no patient injury/complications reported. The physician believes that the coil does not fit well with sniper 2. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. It is unknown if the introducer was seated completely in the microcatheter hub. It is unknown if additional force was used. It is unknown if the y connector was over tightened. There has not been any mishandling or human error reported. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 received coiled inside of a coil dispenser. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage just residues of dry blood and dry saline solution can be observed inside of it. The support coil, gripper and embolic coil were found stuck inside of the introducer and no damages were noted on them. The gripper was inspected through of the introducer and no damages were noted on it. The embolic coil was inspected through of the introducer and no damages were noted on it. Residues of dry blood and dry saline solution can be observed inside of the introducer. The residues of dry blood and dry saline solution impeded that the device can be advanced through of the introducer. The od from the hypotube was measured and was found within specification. The device was flushed several times with hydrogen peroxide 3% to try to remove the dry blood but it was not possible for this reason the functional test could not be performed. Review of lot 16044834 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer as ¿detachable coil delivery system (dcs) - impeded-in microcatheter¿ cannot be evaluated due to the device was received stuck inside of the introducer due to the residues of dry blood and dry saline solution. The failure reported by the customer as ¿delivery tube ¿ fractured¿ was not confirmed. The failures experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.